Manufacturer narrative:
Device manufactured date has been updated based on the product download. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported being unable to receive sensor scans on her adc freestyle libre beginning (B)(6)2019 due to a continual error message stating "scan again in 10 minutes". The customer was reportedly asymptomatic but went to the hospital on (B)(6)2019 to have her blood sugar checked. At the hospital she was informed that her blood glucose was low, so the hcp provided glucose syrup, cornflakes, and milk for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to receive sensor scans on her adc freestyle libre beginning (B)(6) 2019 due to a continual error message stating "scan again in 10 minutes". The customer was reportedly asymptomatic but went to the hospital on (B)(6) 2019 to have her blood sugar checked. At the hospital she was informed that her blood glucose was low, so the hcp provided glucose syrup, cornflakes, and milk for treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.